Manufacturer narrative:
Device analysis: visual analysis of the returned device identified fold creases and total delamination of valve. Leak test and microscopic analysis was performed which identified: total delamination of valve and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported for left side "50 percent saline deflated". The device was explanted.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "50% saline deflated".

Event description:
Healthcare professional reported for left side "50% saline deflated". The device remains implanted.